Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided. Customer suspected a possible issue with the infusion set; however, this could not be confirmed. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however no response was received.